Event description:
It was reported that they got a service code of 4100 last night when trying to connect to charge their implanted neurostimulator(ins). Patient said they went to try to charge last night and couldn't get it to connect. Patient stated last week was the best the implant had ever recharged, and it would get to 100% within 45 minutes. Patient mentioned now they would get a good connection and no more than a second later it would show disconnected or all 0. Patient confirmed they had not had any falls or trauma to the area of their incision. Agent walked patient through resetting the recharging equipment and handset device. After reset, patient was able to connect and see charging my battery but with just dashes and no telemetry numbers. Patient repositioned and was able to charge with excellent connection. The troubleshooting steps that were taken on the call resolved the issue. Patient had already received replacement recharger before due to error code 4100 in rtg0786245. Agent reviewed if message did persist patient should reach out to healthcare provider.  Patient called back and stated they spoke to another agent an hour ago and got the recharger to work but now it was not working again and the ins did not even charge for them. Patient had the patient start a charging session and the recharger went to recovery mode and the middle number would not go beyond 13. Patient had the recharger away from the ins and the recharger application was showing a good connection recharging. Agent had the patient restart the handset and the recharger. Patient started another charging session and the recharger went to recovery mode. Patient kept repositioning the recharger but the middle number would remain at 1. Agent reviewed that it could be a possible telemetry issue. Agent reviewed that the recharger had just been replaced but patient thinks it's the recharger that's the issue because it would show good connection even when it's not over the implant. Patient also stated that the last time they got it to work the ins battery was 30% and they were able to turn the therapy back on. Agent advised patient that they would replace the recharger but if the issue persists beyond that they would need to consult with their doctor. Patient agreed. The issue was not resolved. A request was sent to repair to replace the recharger. Patient called in stated that they would like to connect the new communicator and recharger that they have received to their implant. Agent walked the patient pairing the communicator and recharger to mystim rc and recharger application. Patient mentioned seeing service code 336. Agent reviewed this message and walked the patient charging their implant. Patient is still having hard time finding the implant, it will show good connection for a moment and recharger will beep again and the numbers below are hanging even the patient is not moving, same problem that the patient encountered. Agent redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.